Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that this device was beeping. Upon interrogation, it was noted the device had reached elective replacement indicator (eri). The device had normal charge times and battery voltage. Boston scientific technical services (ts) reviewed the available information and confirmed that this appeared to be a valid eri due to a capacitor reform charge time. It was recommended that the device be explanted. It was noted that a replacement procedure will be scheduled. No adverse patient effects were reported.

Event description:
Information was later received that this device was explanted. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
A replacement procedure will be scheduled. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.